Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of black screen was not confirmed; however, an e216 was displayed was due to corrupted scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display black screen when the scope is plugged in. In addition, an e216 error was noted. The event occurred during preparation for use and the procedure was transferred to a different location to proceed as scheduled. There was no patient harm or user injury reported due to the event. This report is being submitted for the no image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿black image¿ was not duplicated. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.